Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. Upon removal from the patient the capsule fell off onto the floor. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was not advanced and no blood or tissue was present. The plunger had been fully depressed and retracted.